Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a lead revision procedure on (B)(6) 2023, [related manufacturer reference number:1627487-2023-04162 and 1627487-2023-04163, wherein 2 leads were explanted and replaced with 1 lead. The patient experienced weakness in their legs post-surgery. Leg weakness is improving.